Event description:
The (B)(4) was used to monitor the pt. It was working fine for 48 hours. Then, the monitor suddenly shut off and turned on again. The monitor then showed "integra neurosciences." When the (B)(4) stopped working, the pt was not being moved or transferred. The pt was lying on the hospital bed. The (B)(4) catheter (intracranial pressure/temperature monitoring kit) that was used with the (B)(4) was removed from the pt and discarded. The lot number of the catheter was unk. Monitoring of the pt was discontinued. There was no other (B)(4) available as a back up. There was no pt injury. Currently, the pt is reported to be in stable condition.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.